Manufacturer narrative:
We received one single dpt - vamp adult kit for examination. The reported event of "vamp system the pressure tubing was found detached at the one-way stopcock side" was confirmed. The pressure tubing had been detached from the bond joint with the vamp reservoir stopcock. The detached pressure tubing was not returned. Indication of bonding material was evident on bond surface area of reservoir stopcock. Craze marks were also evident on the bond surface area of reservoir stopcock. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. The 510k number is unknown as this is a custom defined product.

Event description:
It was reported that when taking three dpt's (disposable pressure transducer) out of the packaging prior to use in patient, the pressure tubing was found detached at the one-way stopcock side. Replacing the set for another one the issue was solved. There was no patient involved in this case. Two of the devices are available for evaluation.

Manufacturer narrative:
Related medwatch numbers: 2015691-2016-02846, 2015691-2016-02847.